Event description:
Syringe does not work. There was no adverse consequence to the pt or delay in surgical or anesthesia time.

Manufacturer narrative:
Summary of eval: a visual inspection of the returned assembly indicated no discrepancies. None of the components had been used. A funcitonal check indicated no anomalies. The complaint could not be verified. F1-14: has been completed by the MFR. This event did not occur during a surgical procedure.